Manufacturer narrative:
The field service engineer (fse) replaced triple syringe module, due to air in lyse lines (through valve lv9), to resolve the issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported that about 1 ml of fluid leaked from the coulter act diff 12 analyzer probe during the startup and onto the counter. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were associated with this event.